Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged into the main branch of the coronary sinus one day post-implant. It was also observed that there was no lv pacing and thresholds were unable to be obtained due to the dislodgement. A lead revision was attempted but unsuccessful due to the patient's difficult anatomy. The lead was removed and replaced with a pin plug. No patient complications have been reported as a result of this event.